Event description:
It was reported to philips that ¿when changing setting - bar toggle up and down - pressure very glitching on the screen - unable to change setting and or alarms.¿ the device was outside of clinical use when the reported event occurred. There was no patient or user harmed. The reported issue was confirmed by the field service engineer during onsite testing. The navigation ring keeps changing the value up and down by itself. The front bezel was replaced, and a functional check was performed. The system meets the specification for the performed service and is returned to use. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.